Event description:
It was reported to philips that the heartstart xl defibrillator did not deliver a synchronized shock on the r- wave. No shock was delivered. The patient had svt arrhythmia. Another device was used to treat the patient. There was no negative patient impact.